Manufacturer narrative:
H6: investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to insufficient flow or leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes insufficient blood flow and leakage. Bd was not able to identify a root cause for the indicated failure modes. H3 other text: see h10.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The insufficient blood flow issue occurred 3 times. The leakage issue occurred 3 times. The following information was provided by the initial reporter. The customer stated: "there is no aspiration during the examination, moreover the little blood that comes out passes through the plunger with blood dispensing along the syringe itself."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset eclipse with safety needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The insufficient blood flow issue occurred 3 times. The leakage issue occurred 3 times. The following information was provided by the initial reporter. The customer stated: "there is no aspiration during the examination, moreover the little blood that comes out passes through the plunger with blood dispensing along the syringe itself."